Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of thirst. The patient received an insulin shot to bring down their blood glucose. The reporter stated that there were air bubbles in the cartridge. The reporter alleged that the air bubbles were noticed prior to use, but that the patient did not remove them before using the cartridge. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.